Manufacturer narrative:
Product analysis:visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the major diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload condition. Conclusion: the above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that, intra-op, the product broke during l3 set screw break-off because normal break-off set screw was used in error, not set screw for reduction. The fragment stuck in set screw was removed with bone wax. The product came in contact with the patient. There were no patient complications reported. It was reported that the event occurred because the surgeon connected mas set screw with mars as opening set screw kit took time. Fragments of the broken part weren't left in the patient.